Event description:
Information was received from a patient receiving fentanyl via an implantable pump. The indications for use were non-malignant pain and other chronic/intractable pain. It was reported that the patient stated 'several days' after having magnetic resonance imaging (MRI) 'my pain has gone up to the point where I have trouble getting out of bed. Pain like I had even before I got my pump. My spine is on fire. They refilled the pump, and it was fine for a couple days, then I had the MRI, and now I'm not getting any relief. I was good at a 5, but now it's nonstop horrific intractable pain.' The patient stated they just got off the phone with their nurse practitioner, who told them to call the manufacturer. The patient was unable to recall when the MRI was but confirmed that the pump was not checked afterwards. The patient also stated 'for over a year they get over twice as much back as they're supposed to. I told them I need a new pump. When they did a dye study and pushed it through, it was hard, but the pain was gone for days once it went through. The np who does it doesn't understand why they get 11 back when they're only supposed to get 4 back. They said this doesn't happen to their other patients. It just feels like the pump is saying it's going into my body but it isn't - like it feels like the meds are staying in the reservoir.' Pt mentioned they're not on oral meds and don't want to be. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.